Event description:
It was reported that at the end of the case during clean up, the battery pack to the pulsavac was disconnected and a hot electrical smell was noticed. The battery pack was very hot and "popping noises" were noted. Battery acid was also noted to be leaking from the batteries inside of the battery pack. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of the report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.